Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the ultra duo high fluid cart serial number (B)(6) by a zimmer biomet certified service repair technician on (B)(6) 2020 revealed that the level sensor is causing the issue due to random level readings. Cylinder 2 had tandem and range error. The technician replaced the level sensor and tested unit for functioning specifications. Product repair: repair of the device was performed by a zimmer biomet certified service repair technician on (B)(6) 2020 which included replacement of the following: duo quad level sensor service kit (pn91584, ln0028645) the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Root cause: the level sensor is required to read and report fluid level in the cylinders in order for the unit to function as intended. Design-related failure modes: a clog due to biomaterial or a foreign object will cause a blockage in the cylinder and impaired use of the drain; this failure will cause inaccurate readings from the level sensor, as the residual fluid unable to drain may not be accurately accounted for by the component. Mechanical failure from loosening can occur as the level sensor is mounted in the base of the cart with an o-ring and held in place with two setscrews. Over time and through continuous use, the screws can loosen, allowing the sensor rod to move within the cylinder and prompting errors. The level sensor float can fail through continuous use and wear as well. Bioburden can build up on the level sensor float or magnet, or the level sensor float could crack, both failure modes can disrupt the buoyancy of the float, causing incorrect fluid level readings. Application-based failure modes: tandem and range errors occur due to user error. Tandem errors populate when the device¿s software detects an incorrect fluid level measurement in one or both cylinders often when the user introduces fluid into the cylinder after the pump has shut off due to the cylinder being full. Tandem errors are a result of fluid levels increasing without the vacuum system being turned on. Due to a range of external (non-design / non-manufacturing related) variables potentially impacting the component, identifying definitive causes for each level sensor failure is generally not possible. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time. Level sensor failures are a well-known failure mode, with no allegations of harm or injury to a patient. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device was having drain issues and that it was reading fluid levels incorrectly in both cylinders during cleaning. No adverse events were reported as a result of this malfunction.